Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient had a fall and experienced high impedances on most contacts and experiencing ineffective therapy. As such, surgical intervention may be pending to address the issue.